Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. A lead revision was attempted however the lead would not stay seated in the appropriate target vessel. The lead was explanted and the port was plugged. Placement of an epicardial lead may be scheduled in the future. No patient complications have been reported as a result of this event.